Event description:
A patient underwent a prophylactic replacement. A periodic review of the manufacturer's programming history database noted high impedance detected on the day of replacement. Previous diagnostics were performed three years prior with results within normal limits. The post-operative diagnostics were within normal limits. No additional relevant information was received to date.